Event description:
Affiliate reported that under drainage was noted and as a result the dr lowered the pressure. Since the pt's condition did not improve, the device was revised. It was also reported that during the revision of the device, the silicone housing was torn.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The valve was visually inspected and the silicone housing was split around the siphon guard. It is not possible to determine if this occurred during the implant or explant of the device. In addition, an enhancement was made to this product, which added a thicker wall to the stressed section of the housing. This is designed to reduce the likelihood of propagation of small cuts and tears. The instructions for use also warn health care users to exercise extreme care when handling silicone products as silicone has a low cut and tear resistance. Further to the investigation, it was also noted that biological debris may have been the cause for the problem reported by the customer causing the device to fail the programming test. Biological debris was found throughout the device. A review of the device history records confirmed the device conformed to the required specs prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.